Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump was not turning on after inserting new batteries. The customer's blood glucose level was unknown. The customer reported that there was a crack on the back side of the insulin pump where the battery goes all the way up. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.

Manufacturer narrative:
Device received with blank display due to severely bent battery tube spring. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test due to blank display. Device also received with cracked battery tube threads and cracked case behind the pump near the battery compartment.